Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported, the device did not deliver. It was reported that during testing of the device prior to pt use, the pump did not deliver a bolus dose after the bolus button on the bolus cord was pressed. The device was replaced and therapy was initiated. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, it was reported that an unspecified number of contact pins were missing from the bolus cord connection port. Though requested, no additional info was provided.